Event description:
The customer questioned creatinine results generated with the architect c4000 processing module for one patient. The following was provided by the customer. Sid (B)(6) result 3.18 rerun 0.84 mg/dl. Customer had a renal panel under a different sid (sid (B)(6)) and result was close to the repeated result. Customer stated the result was corrected to 0.84 which matches patient history. Customer normal range 0.70-7.20 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for architect creatinine reagent list number 03l81-23, lot number 15046un21. Review of tickets was performed and did not reveal atypical increase in complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect creatinine reagent list number 03l81-23, lot number 15046un21 was identified.